Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death, date of event: estimated. It was reported to have occurred in (B)(6) 2010. There was no reported product deficiency. The reported death and thrombosis are listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately 15 months post xience v stent implantation, the patient died. Exact date of death and cause of death is unknown. Subsequent to receipt of this information, it was reported that the cause of death was possible very late stage thrombosis. There was no additional information provided.